Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 tube spc trce gh 13x100 7.0 plblce d/bl experienced difficulty removing the stopper during use. The following information was provided by the initial reporter: material no. 367735 batch no. 7331966. Complaint 9 of 10. Maximum 35.6 ¿ 36.6. This is intended to report out of specification of 2nd stopper pullout forces for bd vacutainer® trace element tube catalog # 367735 made in plymouth UK. As part of CAPA 54720, we sourced bd vacutainer® trace element 7.0 ml (367735) tubes which were sterilized at nominal (~25 kgy) and maximum dose levels (~36.6 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® trace element 7.0 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for below listed test intervals. The nominal and maximum dose test samples for the 7.0 ml were from lot # 7331966. Date of awareness is the date when particular test interval has performed.

Event description:
It was reported that 15 tube spc trce gh 13x100 7.0 plblce d/bl experienced difficulty removing the stopper during use. The following information was provided by the initial reporter: material no. 367735; batch no. 7331966. Complaint 9 of 10. Maximum 35.6 ¿ 36.6. This is intended to report out of specification of 2nd stopper pullout forces for bd vacutainer® trace element tube catalog # 367735 made in plymouth UK. As part of CAPA 54720, we sourced bd vacutainer® trace element 7.0 ml (367735) tubes which were sterilized at nominal (~25 kgy) and maximum dose levels (~36.6 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® trace element 7.0 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for below listed test intervals. The nominal and maximum dose test samples for the 7.0 ml were from lot # 7331966. Date of awareness is the date when particular test interval has performed.

Manufacturer narrative:
Bd has updated the awareness date to july 18, 2019, since this date represents a corrected time-frame for when bd reviewed the internal test data and came to the conclusion that testing had not met specifications. The initial awareness date that was referenced in the complaint, represented the date that the testing was conducted. G.4. Date received by manufacturer: 2019-07-18. H.6. Investigation summary: bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1275287. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.